Manufacturer narrative:
(B)(4)

Event description:
The physician reports performing cataract surgery with bilateral implantation of the crystalens. Approx one yr postoperatively the surgeon observed that both lenses had vaulted in a z-configuration. A yag capsulotomy was performed in both eyes. One eye (lens #1) stabilized and the lens remains implanted. The second eye (lens #2) went from plano to +2.75 +4.00 and the pt's uncorrected visual acuity was 20/200. The pt was prescribed glasses correction and the iol was subsequently explanted and replaced with a sulcus-fixated iol. Add'l info has been requested. This report is for the first eye (lens #1). Reference MDR 2031924-2010-00197.